Manufacturer narrative:
Information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(6) . This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the united states under PMA p980040. The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the optic of intraocular lens (iol) was found to be damaged when the lens was released to the eye. The lens was immediately cut to be removed, and the procedure was successfully completed with another lens of the same model and diopter as usual. There was no cartridge tip damage during use reported. There was no patient injury or complication reported. When they used the balanced salt solution, they put it on the tray and leveled it. The speed of the intraocular lens was constant as usual when extruded. Leaving time after adding eye mucilage was 1-2 minutes. They did not feel resistance during extrusion. It was confirmed that the amount of ocular mucilage was sufficient and that the lens was not left folded in the cartridge. When pushing the plunger, it was about 1 second without stopping. It was noted that the injector was discarded. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(6) . This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the united states under PMA p980040. The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the optic of intraocular lens (iol) was found to be damaged when the lens was released to the eye. The lens was immediately cut to be removed, and the procedure was successfully completed with another lens of the same model and diopter as usual. There was no cartridge tip damage during use reported. There was no patient injury or complication reported. When they used the balanced salt solution, they put it on the tray and leveled it. The speed of the intraocular lens was constant as usual when extruded. Leaving time after adding eye mucilage was 1-2 minutes. They did not feel resistance during extrusion. It was confirmed that the amount of ocular mucilage was sufficient and that the lens was not left folded in the cartridge. When pushing the plunger, it was about 1 second without stopping. It was noted that the injector was discarded. No further information was provided.

Manufacturer narrative:
Additional information: no complaint product returned. The customer provided photos were reviewed and lens damage was observed on the edge of the optic body. The complaint issue was confirmed, however the root cause cannot be confirmed from a picture assessment and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.